Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿a cellulitis under one eye,¿ ¿swelling/ nodules in the mid face,¿ ¿perioral area is described as inflamed and tender," and "granulomatous dermatitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: table 1 and 2. Injection site responses by maximum severity and duration (number/% of subject nlfs). Possible treatment site responses include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. Other safety data: postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported the event of a patient was treated with juvéderm® ultra xc in lips and marionette lines. Thirty four days after treatment patient reported going to the emergency room for cellulitis under one eye and swelling/ nodules in the mid face. Later it was reported the patient's had swelling and nodules, perioral area is described as inflamed and tender. Symptoms were noted to be at the injection sites as well. Patient experienced strep infection approximately 2 weeks before swelling and was cut on face by an accident 2 days before going to emergency room. Patient went to ER and was prescribed a steroid and benadryl and was told to see the physician in the next few days. Physician has treated with bactrim, clindamycin, and vancomycin and had various diagnostic testing approximately 1 month after injection. A biopsy confirmed "granulomatous dermatitis." Symptoms are ongoing.

Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient was treated with intravenous antibiotics and hyaluronidase in midface and nlf and prior condition resolved without sequela for 6 months. Six months later patient purchased a microderm abrasion kit online and applied to entire face. Patient ¿aggressively¿ treated the areas where prior complications occurred and experienced significant irritation and ulceration of areas that were treated with hyaluronidase. Patient states they have not had any filler placed in this area since dissolution with hyaluronidase the same month symptoms occurred.